Event description:
It was reported that during a revision of competitor product, an arcos cone implant was opened and an e-poly bearing was in the box. The correct label was on the outside of the box, but inside the box was the incorrect component. Another arcos box was opened immediately and used to complete the procedure.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. An improper identification and line closing during repack operation led to mislabeled product. Corrective action has been initiated to address the reported issue.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.